Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the therapy not helping them, and the sharp uptick in headaches and dizziness was that the patient couldn't seem to keep the device charged and it seemed like it was doing no good. The steps taken were resolved that in (B)(6) 2017 the patient underwent a head surgery , and during that process they called a manufacturer's representative (rep) in and they determined that the device was dead. The issue has not been resolved as the patient has not found a doctor willing to replace the device. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. The patient reported that his implant was failing and the healthcare provider¿s (hcp) office told him to contact a local manufacturer¿s representative (rep) to check his implant. The patient reported that he called a rep but was not getting an answer and didn¿t have the rep¿s name. The patient reported that he was unsure if the implant was providing therapy or not but he noticed a sharp uptick in headaches and dizziness. No further complications were reported.